Event description:
Dexcom was made aware on 06/16/2024, that on 01/19/2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with inflammation and infection which extended beyond the patch perimeter. Approximately around (B)(6) 2023, the patient went to the hospital because his bicep/triceps area of his arm was infected and inflamed. The inflammation and infection extended beyond the patch perimeter area. The patient was assisted by a doctor in the emergency room and prescribed amoxicillin 500 mg (7 days, 4 times a day) and a topical cream called silver. The patient was discharged after 6 hours. At the time of the report the patient was okay. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).